Event description:
The pt was scanned with the sense cardiac coil in a supine, head first position. After the examination a burn was found on his lower abdomen, with a size of 2x5 cm. The size of the 2nd degree blister was approx 2x1 cm.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.